Event description:
It was reported that the patient was brought to the hospital and was unresponsive with a low blood glucose level (18mg/dl). The patient was removed from the pump in the hospital and was treated and subsequently released. The patient reportedly is not blousing for food. The pump was reviewed and the history was found to be correct. The time was found to be off by 1 hour due to daylight savings time. The patient is continuing to wear the pump and indicated that they want to work with their doctor to adjust basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).